Event description:
Pt underwent a c5-c7 fusion on march 14, 1997. On a follow-up visit the pt stated he felt a snapping in his neck, on july 18, 1997, and had developed difficulties swallowing. Review of x-rays revealed that both c7 screws had broken in the vertebral body. No operative intervention was planned, unless difficulties with the fusion or swallowing developed. The pt began having more difficulty swallowing and was brought back to the office on july 29, 1997, for re-examination. Due to the difficulties swallowing, surgery was scheduled for august 14, 1997, to remove thge screw/plate.